Manufacturer narrative:
The qa (quality assurance) result was received on (B)(4) 2013 in the form of investigation summary. Evaluation summary: the product lot number was not provided and batch record review was not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Swollen knee [joint swelling]. Knee effusion [joint effusion]. Hot knee [joint warmth]. Inappropriate schedule of drug administration. Case description: spontaneous report was received on (B)(6) 2013 from a chiropractor and a nurse via sales representative regarding a (B)(6) female patient, initials unk. The pt's medical history was not provided. On (B)(6) 2013, the pt received her first intraarticular synvisc (hylan g-f 20) injection at a dose of 02 ml, in an unspecified knee. The lot number of synvisc was not provided. On (B)(6) 2013 (3 days after first synvisc injection), she received her second synvisc injection(inappropriate schedule of drug administration). The same day, pt experienced knee swelling and her knee was hot. She also developed knee effusion. On an unspecified date in 2013, the pt went to the emergency room due to the major swelling where arthrocentesis of her knee was performed (unspecified amount of fluid aspirated). On an unspecified date in 2013, the pt recovered from the event of "hot knee", "swollen knee" and knee effusion. The treatment with synvisc was permanently discontinued. Concomitant medications were not provided. The intensity for the events of hot knee, swollen knee and knee effusion was not provided. The reporting chiropractor did not provide the relationship between synvisc and the events of hot knee, swollen knee and knee effusion.